Event description:
Equipment technician reported pac-xtra device was being transported when the front right caster broke off, causing the device to "wobble." Technician stated the device did not fall over. No employee or pt injury resulted from this event.